Manufacturer narrative:
An event of the valve leaflets not moving well after the valve was implanted was reported. The device was received for investigation and no anomalies were found, with the leaflets moving normally under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 november 2023, a 23mm masters series mechanical aortic heart valve was chosen for implant. After the valve was sutured in place, "attractors" were used to test leaflet functionality and it was reported the valve leaflets opened and closed abnormally. A decision was then made to explant the valve and replaced with a 23mm non-abbott mechanical valve. The explanted valve was tested again after it was no longer in the annulus and found to have normal leaflet function. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.